Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room for 8 days due to low blood glucose and diabetic coma on (B)(6) 2020 with blood glucose level was 10 mg/dl. The customer was treated with glucagon and dextrose injections. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The hospitalization information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for 8 days due to low blood glucose and diabetic coma on (B)(6) 2020 with blood glucose level was 10 mg/dl.